Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The imp,tsv,3.7,13,mtx,mg (tsvtb13) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. The product is not noted to have been used in a patient. The customer has not provided additional images of the product. DHR review was completed for the subject lot number 64056072. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (64056072) for similar event and no other complaint was identified. August post market trending was reviewed and there were no negative trends or corrective actions for the reported event (missing components) or product (tsvtb13). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient information not provided/unknown. Reporter's last name not provided/unknown. Device not returned.

Event description:
It was reported that the implant (tsvtb13) was missing from the package. Another implant was used to complete the procedure.